Manufacturer narrative:
On (B)(6) 2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. The c antigen positive test wells in question, which had yielded unexpected negative instrument outcomes, both appeared visually as weak positive. An immucor field service engineer (fse) visited the customer site on (B)(6) 2016 to assess the testing instrument and found the instrument to be operating as expected.

Event description:
On (B)(6) 2016, a customer site reported unexpected negative antibody screen output when testing on a galileo echo.